Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced fungal peritonitis which led to sepsis. The cause of the fungal peritonitis was unknown. The patient was hospitalized for the events. On an unreported date during hospitalization, the patient was diagnosed with the peritonitis and sepsis. It was reported that the sepsis was caused by the peritonitis. Treatments for the events were unknown. On an unknown date, during hospitalization, peritoneal dialysis (pd) therapy was discontinued and the patient¿s pd catheter was removed. The patient was switched to hemodialysis (date unspecified). Eight days after being admitted, the patient was discharged from the hospital. The outcome of the events was unknown. No additional information is available.